Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: the last bolus delivered was recorded on (B)(6) 2016. The delivered boluses were calculated for (B)(6) 2016, the recorded boluses matched the total daily dose for the days. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms occurred during testing. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) bolus totals do not match (>5% different). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.